Event description:
A 49 yr-old male pt was on balloon-pump on the evening of 10/8/98 when at 19:00 it was noted that the unit began to alarm. The cause for the alarm reportedly, was due to low battery - 10 mins left. Ac plugs were switched but, the pump shut-off. Efforts were made to fix the problem but, these were unsuccessful and a different balloon-pump was brought to replace the malfunctioning one.